Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e227 reoccurrence. There were no reports of patient involvement.

Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: , d8, h3, h4. The device was returned to olympus for inspection, and the reportable was not confirmed. However, the investigation did identify two additional reportable malfunctions: the image appeared noisy and an e218 scope malfunction error occurred. Based on the results of the investigation, the issue is attributed to electrical component problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: accumulation of electrical stress on electronic components mounted inside the scope connector due to electrical current, combined with overcurrent caused by accidental application of static electricity or removal while the system is on, may have caused a short circuit, resulting in an e218 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.